Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (2 g every 5 days for 3 weeks; route not reported) and gentamicin (40 mg; route and frequency not reported) for peritonitis. Gentamicin was discontinued after two days. Action taken with therapy and recovery status of the patient was not reported. No additional information is available.